Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer reported that the issue was resolved, and the device will not be returned. Based on the results of the investigation, the final root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device is not expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported that there was no image. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.